Event description:
Complainant alleged that while attempting to treat a male pt in his (B)(6), the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant indicated that the pt subsequently expired. Please ref medwatch report 1220908-2015-00108 for event with same device.

Manufacturer narrative:
The customer was contacted for the return of the product. The customer responded and stated the device will not returned to zoll for eval. The customer indicated that there is nothing wrong with the device and believe this is a case of the user not understanding how the device functions. The device was returned to service for clinical use with no reported problem.

Manufacturer narrative:
Zoll medical corporation has not received the product for eval and this complaint is still under investigation.